Manufacturer narrative:
The permanent cautery spatula has been returned to intuitive surgical, inc. (Isi) and was evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint of the "loose cable". The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument was found to have damage of the conductor wire's insulation. The instrument passed the electrical continuity test. The conductor cap is properly seated within the distal clevis as the spatula moves in yaw. A review of the instrument log for the permanent cautery spatula (420184-11/n10180402 931) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2018. No additional complaints related to this product and/or this event were identified. No image or video was provided by the site for review. This complaint is being classified as a reportable event due to the following conclusion: damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument had a loose cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the technician confirmed that the issue was identified during central processing. The technician stated that when an instrument is being returned with an issue identified during a procedure the instrument has a tag with all information provided, but this instrument had a tag from central processing. The technician confirmed that was no patient involvement. No other details about the reported issue were available.